Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Images were received and an image review is currently underway. The event was reported via medwatch report #mw5070761. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a filter retrieval procedure, guided fluoroscopy demonstrated three filter limbs had become detached. One limb was identified as two fragments; one fragment was located in the right ventricle, the second fragment had become attached to a filter leg by fibrin tissue. The second detached limb was embedded in the ivc wall and the third detached limb could not be located under guided fluoroscopy. The filter and the identified detached limbs in the right ventricle and ivc wall were captured and retrieved without incident. The patient was reported to be asymptomatic at this time.

Manufacturer narrative:
The event was reported via medwatch report #mw5070761. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, a filter was deployed in the ivc, can be confirmed. Based on the images provided, three detached filter arms with one arm detachment in two segments can be confirmed. Based on the images provided, one partial segment of a filter arm removed from the right ventricle can be confirmed. Based on the images provided, successful filter retrieval cannot be confirmed. Based on the images provided, successful removal of a detached filter arm and partial segment of a filter arm cannot be confirmed. Based on the images provided, the location of one detached filter arm cannot be confirmed. Based on the images provided, filter limb perforation cannot be confirmed. Conclusion: the device was not returned for evaluation. However, images were provided for review. The images identified three detached filter limbs. One limb was identified to potentially be perforating the ivc, however a CT image would be required to confirm. Therefore, based on the provided images the investigation is confirmed for the alleged detached limbs. The investigation is inconclusive for the perforation as the provided images do not clearly show if the limb to perforating completely through the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall.

Event description:
It was reported that during a filter retrieval procedure, guided fluoroscopy demonstrated three filter limbs had become detached. One limb was identified as two fragments; one fragment was located in the right ventricle, the second fragment had become attached to a filter leg by fibrin tissue. The second detached limb was embedded in the ivc wall and the third detached limb could not be located under guided fluoroscopy. The filter and the identified detached limbs in the right ventricle and ivc wall were captured and retrieved without incident. The patient was reported to be asymptomatic at this time.